Manufacturer narrative:
One device was returned for analysis of complaint of error code 41622. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found system fault 41622, confirming complaint. Visual and functional testing was performed and pump power up test and occlusion testing replicated the complaint. Upon opening pump, found debris between the motor gear and camshaft gear. Cleared debris and confirmed no damage was done.

Event description:
It was reported that error code 41622 occurred. The event happened during testing. There was no patient involvement.